Event description:
It was reported that the display on the insulin pump was blank. Prior to going blank, the insulin pump alarmed. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an problem isolated to the mother board.